Event description:
It was reported that an ilet user experienced rapid insulin use and elevated blood glucose after a full supply change, describing consumption of one cartridge in a day, subsequent cartridge replacement without changing other supplies, proper rewind and tubing fill, no observed or felt leakage, and intermittent site discomfort while using a 23 in, 6 mm contact detach infusion set. Symptoms included hyperglycemia with a reported peak of 260 mg/dl and no loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient elevated blood glucose for a few hours without medical intervention, ketone testing, or use of backup therapy. Investigation included product troubleshooting and education with guidance to change all supplies and collection of lot information by text, with no return of cartridges due to no leakage observed. Investigation of this case revealed an unclear cause of hyperglycemia and high insulin consumption without corroborating evidence of device leakage or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.